Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2024. Corrected information: b1, h1 ¿ additional impacted products were inadvertently added to this product complaint, therefore this event no longer meets malfunction reporting criteria. This medwatch report is being voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any patient consequences on this single event? If yes, please describe? No. Please clarify how many devices were used on this single event? 8. Please confirm if the devices are available for product return? Yes. Please confirm the quantity of devices being returned? 72 units. Additional info from sr: in the meantime, they reported that there were more events that had not been reported I will get information to be able to open new complaints. Sr statements: "after contact with the health professional who reported the initial situation to us, he indicates that there were 3 cases in pancreatic surgery in which the same thing happened in all, having nothing more to add a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a pancreas procedure in 2024 and suture was used. During the procedure, the team at the pancreas unit has repeatedly come loose from the needle when they are performing anastomoses. No adverse patient consequences were reported. Additional information was requested.